Event description:
Additional information has been reported upon request: "1. Position was optimized I believe and p level reduced. Tolerated well, without need for increase in drip and inotropes. Team discussed with ctsx since CABG was next day. They did not believe that impella support was needed and it was safe to remove. The discussion I had (and from what I can remember)- the pump was removed because it was safe to do so, but they likely would not have removed over the weekend if he wasn¿t having hemolysis. 2. No the pump was not retained by the hospital."

Manufacturer narrative:
B5 updated.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Access site adverse event/major bleed: the root cause of the access site adverse event was unable to be determined due to insufficient clinical information. The bleeding was resolved through manual pressure. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient's platelet count had decreased to ninety-three thousand per microliter from over two hundred thousand at admission, and oozing was noted from multiple access sites, including the impella insertion site. Bleeding resolved with manual pressure and topical hemostatic material. The decision was made to remove the impella device later that day based on bleeding and hemodynamic stability. Device support was reduced to performance level two and heparin therapy was held. The impella was subsequently weaned and removed without issue.